Event description:
It was reported that the patient came home with a vaginal infection on (B)(6) 2013, after getting a deep brain stimulation (dbs) system put in.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va006vq, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).